Event description:
Rptr experienced sensitivity while using latex gloves. She has had rashes, facial swelling and bronchial spasm. For a few years she was able to work using powderless gloves but after a surgery in march of 1997, when she experienced an anaphylactic reaction she found herself becoming more and more sensitive. She saw an allergist who diagnosed her latex allergy. Her employer provided non latex gloves for her use but the latex gloves were still being used by other nurses and drs in the ICU, and she was still having reactions. She was put on a work/injury program at work where she was given 2/3 pay and allowed to stay home but that is up after 2 years and she is now not working because she cannot work in an environment where latex is present. Her allergist has a latex-free office; however, she hasn't been able to find a medical dr with the same. Rptr's main concern is that she will not be able to continue her nursing career and she voices concern that latex is used so extensively in healthcare settings. She believes that by at least eliminating powdered gloves the workers and pts will be less likely to have the kinds of reactions she's experienced. Rptr knows of 2 other nurses who have had latex reactions and later died. She is also acquainted with at least 10 nurses who are presently having problems with latex gloves. In addition, rptr had to have the root canal material, "gutta percha", used by her endodontist, removed because according to her allergist her body might mistake its rubbery material for latex and cause a reaction.